Event description:
Manufacturer follow-up with the reporter revealed the patient had no known trauma and did not manipulate her vns. The patient did experience one short generalized tonic-clonic seizure, but no falls.

Event description:
Reporter indicated that a patient had high lead impedance readings at an office visit with vns diagnostics testing. The patient was recently implanted with the vns on (B)(6) 2011, and vns diagnostics at surgery were within normal limits. The patient's epilepsy has improved since implant and she is sensing vns stimulation. X-rays were reviewed by the manufacturer and no anomalies were noted. The lead pin did appear to be fully inserted into the generator header, ruling out a lead pin issue and making a fracture more likely. As the patient is doing well at this time, there are no plans to pursue surgical intervention for the high lead impedance. The reporter is aware of the manufacturer's recommendations to disable the vns when high lead impedance is noted. Vns lead product was unable to be obtained by the manufacturer as the implanting hospital would not release the information.

Event description:
Reporter indicated the patient is experiencing increased seizures above pre-vns baseline level that are felt to possibly be due to the suspected lead fracture. The plan of care is possible vns revision surgery, but a surgery date has not been set to date.

Event description:
Reporter indicated vns replacement surgery was tentatively planned for (B)(6) 2012. Reporter indicated the patient had exploratory vns surgery performed on (B)(6) 2012. Preoperative diagnostics were within normal limits, but when the patient's head was turned to the right high lead impedance >10,000 ohms was received. The lead pin was reinserted and vns diagnostics were within normal limits. Surgical x-rays indicated the lead pin was not fully inserted per the reporter. After the lead pin was reinserted, diagnostics were within normal limits. Diagnostics testing was repeated with the patient's head turned in different positions and all results were normal. No devices were explanted. Previous x-rays reviewed by the manufacturer in (B)(4) 2011, clearly demonstrated the lead pin was fully inserted. It appears the lead pin was likely making intermittent contact, as demonstrated by the high impedance results obtained with the head in different positions preoperatively.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.